Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the burning sensation was resolved and it was the way that they were laying. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported that there was a ¿burning sensation¿ in the hip where the battery is located. The patient reported maybe ¿I am pinching the skin or something when I am laying down¿. The patient reported that this happened a couple of months ago, maybe this year or maybe even last year before (B)(6)".